Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was 453 mg/dl at the time of the incident. The customer treated their blood glucose levels with syringes. The customer was assisted with disconnecting from the insulin pump and reconnecting to the device to clear the alarm. The customer was able to successfully perform test functions to assure the insulin pump works as designed. The customer was advised to call back if the alarm reoccurs. The customer did not return the product back for analysis.